Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 2.8x19mm graftmaster covered stent failed to cross. The device was removed and a 2.8x16mm graftmaster stent was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. The observed material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance and observed material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a perforation in left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 2.8x19mm graftmaster covered stent failed to cross. The device was removed and a 2.8x16mm graftmaster stent was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay reported in the procedure. Subsequent to the initial report being filed return device analysis there were two separations in the hypotube, distal to the strain relief. Follow-up with the account confirmed that the separation occurred during removal of the device. No additional information was provided.